Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause was undetermined . A labeling review found the patient at home guide to be adequate for the potential use/user error identified in this report. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
A home patient reported to baxter that after removing the cassette from the homechoice machine, it was leaking. The patient noticed a small hole in the plastic film around the cassette. The patient was able to resume therapy after starting over with new supplies. The patient did not have a sample available or a lot number. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.